Event description:
Indication: secondary pulmonary arterial hypertension. Spontaneous: pt stated that she lost some diluent liquid when she was adding the diluent to the cassette reservoir because the end of the cassette turned and let some of the diluent leak out. Pt says she turned the end of the cassette as far as she could and the diluent was still leaking out. Lot number: 4257809. Pt used new cassette and was able to continue infusion. Pt states she has enough cassettes and durable medical equipment at home until she places next order. No further information is available. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Photographs were not provided. Set flow rate and volume deliverable are unknown. Position of the pump when a arm occurred is unknown. This is a continuous infusion. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace cassette? No. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What was the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.